Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three months post implant of the right atrial (ra) lead, that the lead had dislodged and it was found during follow up. While opening the pocket to complete revision on the lead, the lead was damaged. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.